Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Data log from (B)(6) 2016: normal power consumption. Additional notes: no alarms have been logged in the last 14 days of available data. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures and the use of the device are associated with numerous risks. Right heart failure and death are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). The etiology of late right heart failure may be a progression of chronic heart disease such as coronary artery disease and/or right ventricular infarction. The IFU addresses guidelines for optimal patient management. Clinical and patient factors including comorbidities are possible contributors to the events. There is no evidence to suggest a relationship to any device performance or manufacturing issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that on (B)(6) 2016 the patient was referred to the hospital from external hospital with suspected gi bleeding, which could not be confirmed. On (B)(6) 2016 renal dysfunction requiring dialysis occurred. On (B)(6) 2016, acute respiratory dysfunction occurred. On (B)(6) 2016 acute right heart failure with cardiogenic shock requiring intubation with respiratory therapy. On (B)(6) 2016 CPR was required and patient was pronounced death. The official cause of death was said to be acute right heart failure. No additional information available.